Event description:
Boston scientific received information that this device exhibited increasing charge time measurements. The device ultimately declared elective replacement indicator (eri) with a charge time measurement of 19.2 seconds. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.